Event description:
The customer's pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. The alarm history showed two different alarms. Assisted the customer in changing the alarm type to vibrate mode.